Manufacturer narrative:
(B)(4). The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and insulin pump was alleging under delivering. Customer's blood glucose level was 400 mg/dl at the time of incident and other blood glucose level was 227 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as difficulty in breathing related to high blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.